Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device cannot be fixed and rotates away under pressure. The reported event was confirmed. The supplier evaluation revealed damages at the belt and screws which resulted in the reported event. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the device cannot be fixed and rotates away under pressure. There was no harm for patient, operator or third party reported. No further information received.